Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: during a routine laparoscopic cholecystectomy procedure using the applied medical epix 5mm clip applier dr. Experienced a situation where the clips were slipping off the vessel and the procedure had to be halted to remove the clips that were dislodged. Intervention: unknown. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic choleysystectomy. Incident description: during a routine laparoscopic cholysystectomy procedure using the applied medical epix 5mm clip applier dr. Experienced a situation where the clips were slipping off the vessel and the procedure had to be halted to remove the clips that were disloged. Intervention: unknown. Patient status: no patient injury or illness occurred associated with the complaint event.